Event description:
Client says that while using the chair at his home he used the tilt and something on the chair broke. He says he "slammed" into floor crashing him to the ground. He says his head and upper body struck the floor and he suffered a concussion and substantial bruising to his head, neck shoulders and back. He says he also got a carpet burn on the back of his head. He was unable to work for two days.

Manufacturer narrative:
The "pem" nuts that attach the recline actuator from the seat frame to the back have pulled out of the frame. No components broke. This client reclines and tilts all the way back to help him get dressed in the morning. This puts a lot of strain on the components, the client is using the chair as a changing table and has been bouncing up and down on the backrest for 7 years.